Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that since resistance was met during attempts to remove the device, force was applied and the bdc separated. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported difficulty removing the device and unexpected medical intervention appear to be related to operational context; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3: device return status updated from yes to no.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.0x12mm nc traveler balloon dilatation catheter (bdc) advanced to the lesion without resistance, however, there was resistance with the anatomy during removal and the distal shaft separated. Force was applied. The separated portion was retrieved using a guide liner catheter. Another same size nc traveler balloon was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.